Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6996sq41, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the superior vena cava lead impedance was high due to a possible fracture. No changes have been made at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the leads were explanted and replaced.